Manufacturer narrative:
The used cartridge was returned in a small pouch with the written on the outside. Viscoelastic is dried in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle is cracked and the tip is split on the right side. Heavy stress is also observed. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The lens model/diopter, handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The reported damage was observed the root cause for the damage cannot be determined. The lens model/diopter, handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. Damage of this type typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
At the moment of implanting an intraoculat lens (iols), previously placed in the cartridge, it was noticed a break in the distal area of the cartridge. This issue was not noticed in the initial inspection of the device; the physician noticed the break when passing the lens and the plunger of the injector inside the patient's eye. The lens was implanted with no issues. Additional information was requested.